Manufacturer narrative:
Product analysis: stylus connection issue could not be confirmed. The entire programmer screen was able to be navigated with a known good stylus. Hinge plates and case handle were confirmed to be cracked, and were replaced. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was replaced, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top portion of the programmer was broken. It was further reported that the programmer was unable to maintain a connection with the stylus. It was noted that multiple styluses were used, but the issue persisted. The programmer was returned for service. There was no patient involvement.